Event description:
While ventilator was on a pt, the unit displayed a constant spontaneous tidal volume alarm. The pt was removed from ventilator without any change in therapy. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self testing.